Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) reached 498 mg/dl while wearing the pod between 4 and 24 hours on the back. Subsequently, the patient was transported to the emergency room via ambulance. While in transit, patient was treated with fluids via intravenous delivery. Patient's bg was checked once arrived at ER, however, no treatment was administered as patient claimed they "took too long" to see her. Patient voluntarily left the ER and treated elevated bg levels by replacing pod and administering 3 units of insulin via manual injection.